Manufacturer narrative:
A tapered swissplus implant (spmb14) was returned. Visual inspection of the returned product identified no evidence of any damage or malfunction. The implant packaging was not returned for inspection. Therefore, based on the evaluation, the reported event could not be verified based on the information available. The complaint alleges a packaging issue that cannot be functionally evaluated. Therefore, no additional testing was performed. Review of the DHR for lot number did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011245 and k002188.

Event description:
It was reported that when the implant (spmb14) was received, the sterile blister was found to be opened. The surgery was not started. The doctor did not keep the packaging. Tooth location 30.